Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 375cc mentor smooth round moderate profile saline breast implant and experienced unexplained systemic symptoms, including pain, burning, acute disseminated encephalomyelitis, memory loss, congestive heart failure, stroke, anxiety, constantly tired, insomnia, brain fog, numbness and tingling (hands, feet, and arms), random dizziness, difficulty walking at times, muscle weakness, vision is decreasing/changing, sensitivity to light, constant headaches, weight gain, irregular heartbeat, shortness of breath, ibs, low libido, depressed, and right breast is hard. In addition, the patient reported consultation with different specialists and had a diagnosis of seizure disorder, blood work monitoring for autoimmune diseases, and teeth have been fragile and shattering but she¿s not sure if related to implants. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, the patient stated that she may possibly undergo removal of the implants without replacement but has not scheduled a date for explantation. This medwatch report is for the right-sided implant.